Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix/lobe distorted/bent, the distal conductor connector pin was bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the helix would not retract. Extreme patient tortuosity was noted. The lead was not used and was replaced. No patient complications have been reported as a result of this event.